Manufacturer narrative:
Image review three photographic images of cine images were received for analysis. The images are of an implanted stent in the patient¿s left mid superficial femoral artery and popliteal artery. The stent does span the knee joint. The first image the stent has a sharp change in direction in the popliteal artery just above the knee. The date of the cine was not provided. In the second image the stent in the popliteal artery where the sharp change in direction occurred the stent appears to have fractured. The date of the cine was not provided. In the third image a guidewire has navigated the length of the stent and the stent appears to have fractured where the stent in the first image had the sharp change in direction. A collage of cropped images of three photographs were made to show where the stent fracture occurred in each image. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: stent was implanted 16 days post procedure to remedy the broken stent. A method of thrombolysis was used to treat thrombosis. Patient is in good condition and no further injury reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician implanted a prot¿g¿ everflex during procedure to treat a moderately calcified fibrous lesion in the left mid superficial femoral artery (sfa) and popliteal artery with 90% stenosis. Accessories used during procedure were non-medtronic 6fr sheath and 0.018" guidewire. The vessel was moderately tortuous. The vessel diameter and lesion length were 5.23mm and 90mm respectively. There was no damage noted to packaging. There was no issue noted when removing the device from the hoop/tray. The device was prepped per IFU with no issues identified. A non-medtronic 4x150 balloon was used to pre dilate the lesion. The device did not pass through a previously deployed stent. There was no resistance when advancing the device. It reported that 14 days post procedure, patient was admitted to hospital again due to leg pain. It was found that the stent implanted had fractured. Two days later, a stent was supplemented and placed at the fracture site. Stent thrombosis occurred post stent implantation greater than 24 hours to 30 days. No further patient injury reported.